Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient used to charge one time weekly on sunday. On (B)(6) 2026 the implantable neurostimulator (ins) was at 50% which the patient thought was too low. The patient charged to 100% and on saturday the ins was at 70%. The patient also reported seeing a 2702 or 2703 message during a charging session. The rep thought that the message occurred one time and did not reoccur during subsequent charging sessions. They checked the charging speed and it was at the maximum rate. The patient does not adjust stimulation. Patient repeats that couple of weeks ago noticed a change, said that the implant battery used to last about a week however for the past two weeks, it is depleting faster than patient thinks it should be. Patient said that charges the implant the night before and it is about halfway gone the next day by the time they get off work. When asked, patient said hasn't had any recent reprogramming. The patient was redirected to their healthcare provider to further address the issue.".